Manufacturer narrative:
During the procedure, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient recovered after the event. There were no visible signs of device/package damage prior to use. The 6f-7f mynxgrip vcd was prepped and used according to instruction for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. It was retracted when the user has withdrawn the balloon catheter until the balloon abuts the distal tip of the procedural sheath. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The procedural sheath was on the device, fully retracted. The sealant and advancer tube were observed to have remained in the outer cartridge tubing. Per functional analysis, a leak test was performed on the balloon. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator as per the mynxgrip instructions for use (IFU). Per dimensional analysis the inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2100504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Additional procedural factors, as listed in the IFU, that can contribute to the reported event include not using excessive tension when the users are to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot# f2100504 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
During the procedure, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. Therefore, the product wasn't available and manual compression was performed for 20 minutes. There was no reported patient injury. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient recovered after the event . There were no visible signs of device/package damage prior to use. The 6f-7f mynxgrip vcd was prepped and used according to instruction for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. It was retracted when the user has withdrawn the balloon catheter until the balloon abuts the distal tip of the procedural sheath. The device will be returned for evaluation.